Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a (B)(4) tech support specialist in response to a phone conversation with a user facility representative. The following information concerning the evaluation of the device is a summary of the information documented by the (B)(4) technical support specialist and the (B)(4) failure analysis lab tech. The (B)(4)technical support specialist in conjunction with the user facility representative determined that the root cause of the device's audible alarm failure was a faulty alarm board assembly pn (B)(4). The alarm board assembly was received into the (B)(4) failure analysis lab. The (B)(4) failure analysis lab technician evaluated the alarm board assembly and determined that the root cause of its failure was a faulty capacitor, # (B)(4). The user facility was shipped a replacement alarm board assembly to repair the device and return it to service. Corrective or preventive measure information for the alarm board assembly resides in corrective action request (car) # (B)(4) and engineering change order (eco) # (B)(4).

Event description:
The following description of the event was documented by a (B)(4) tech support specialist in response to a phone conversation with user facility representative. "[Name removed] called to report that this vent shut down without any alarms. He adds that this vent was hooked up to a ups at the time. There was a power interruption, the ups failed which caused the vent to power down. The rt was in the room when the power went out so he noticed that the vent shut down. He didn't see any alert on the ventilator nor did he hear any alarm. (B)(4) explains that the patient was quickly switched to another ventilator when they couldn't restart the vent so there was no patient compromise. They discovered eventually that it was the ups which failed causing the vent not power back up. The vent was taken to biomed for evaluation. [Name removed] tired, but he could not duplicate complaint. When he disconnects the power cord from the vent, the vent powers down and alarms appropriately. (The ups is not connected) I suggested checking the alarm functions just to verify the alarm board. However, since this vent is under a parts only contract, I will send him a replacement alarm board (B)(4) as a precaution. I will have the exchanged board returned under rga# (B)(4). He will call back tomorrow with his findings."